Manufacturer narrative:
Per the regulator contract manufacturer, one regulator was returned for evaluation that was received in good condition. The regulator was put through final inspection and test. The reported event was confirmed as the initial flow rate was found to be zero. The regulator was disassembled and showed foreign matter. The piston appeared to be stuck in position as it was difficult to move. After reassembly, the regulator could be adjusted to meet flow requirements, but it failed for dead end pressure and creep. The complaint was confirmed. Further evaluation determined that the root cause can be attributed to the regulator's internal o-rings that became stuck after being in one position for some period and the lower output pressure is insufficient to get them moving properly. A review of the batch production record for the reported lot number was performed which confirmed the product met specifications at the time of release. The root cause can be attributed to the regulator's internal o-rings that became stuck after being in one position for some period and the lower output pressure is insufficient to get them moving properly. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. A review of complaint data shows no adverse trends have been identified related to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections g.1, g.2, h.6 and h.10. The contract manufacturer of the customer's regulator has been notified of this report. To date, no evaluation results have been received from the device contract manufacturer. The customer's regulator has not been received by the manufacturer for evaluation. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic gas dispensing regulator cannot dispense gas. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested and received. During a vitrectomy procedure it was noted that when the regulator valve was turned on, nothing would come out and no gas was dispensed. The case was completed by using an alternate regulator with no harm to the patient.